Event description:
It was reported that this left ventricular (lv) lead was placed in a large vein and was dislodged. Subsequently, a revision procedure occurred. This lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.